Manufacturer narrative:
H10 h3,h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. A suture drop (failure to capture the suture in the upper jaw of the device) can have multiple potential causes including technique error. Technique issues that may contribute to suture drop issues include the following potential causes. If there is too much space between the upper and lower jaw when the needle is deployed, the needle may miss the suture trap in the upper jaw resulting in a distal suture miss. Similarly, if the device is ¿double clutched¿ during needle deployed, the suture may drop and not reach the suture trap. A suture drop may also occur if the orange handle is not clamped while exiting the knee. Device related issues that may contribute to suture drop issues include the following potential causes. The suture used in the system is rectangular in form. Because of the suture¿s shape, it is possible for the wider side of the suture to prop the trap open. If the wider side is captured on the first pass, the narrow side of the suture is caught in the trap on the second pass, the second suture limb may, in some instances, fall out of the trap resulting in a suture drop. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use (IFU) outlines precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an meniscus repair, the novostitch pro men rpr sys 2-0 suture dropped from the upper jaw where the suture pulls out of the meniscus. As a result, the second pass of the first stitch did not capture in the device and it had to be repaired with a competitor's device, a knee scorpion. No delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.